Manufacturer narrative:
The reported event related to the appearance of metal filings on the thread of a locking screw axsos 4.0mm / l70mm could be confirmed, since the filings were returned for evaluation and they match the reported failure mode. Since the actual involved screw was not returned, a visual inspection could not be performed. However, a review of the manufacturing documentation did not indicate any malfunctions. The 3 received threads were inspected and they look like metallic wires with a spiral format. A potential mishandling of the reported screw could have led to this event. During tightening, the screw is usually under high tension. Such power, in combination with the existing rotational moves could potentially deform the threads of the screw. This deformation could have translated into a complete detachment of the screw`s threads, which could have resulted into the appearance of a metal piece like a wire as it was reported. As per op. Tech. (Axsos small & basic fragment lps), ''always start inserting the screw manually to ensure proper alignment in the plate thread and the core hole. Avoid any angulations or excessive force on the screwdriver, as this could cross-thread the screw. If the locking screw thread does not immediately engage the plate thread, reverse the screw a few turns and re-insert the screw once it is properly aligned. [¿] if power insertion is selected after manual start, use low speed only, do not apply axial pressure, and never ¿push¿ the screw through the plate! Allow the single, continuous threaded screw design to engage the plate and cut the thread in the bone on its own, as designed. Stop power insertion approximately 1cm before engaging the screw head in the plate. Power can negatively affect screw insertion, if used improperly, damaging the screw/plate interface (screw jamming). This can lead to screw heads breaking or being stripped. Again, if the locking screw does not advance, reverse the screw a few turns, and realign it before you start re-insertion. [¿] do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting screwdriver. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on).'' If the proper instructions for insertion of the screw were not followed, it is quite possible that its design was negatively affected. Therefore the users should be well informed about the correct instructions before using a specific instrument/implant. As per IFU (v15013): ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [¿] single use devices cannot be reused, as they are not designed to perform as intended after the first usage. [¿] avoid surface damage of implants.'' Based on the investigation, the root cause would be attributed to a user related issue due to a improper insertion of the screw into the bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by a executive employee from the (B)(6) that metal filings were present on the screw thread.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by a executive employee from the (B)(6) that metal filings were present on the screw thread.